Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low sensing, and high pacing impedance measurements. The rv and right atrial (ra) lead were observed to have dislodged. Ra lead measurements were noted to be stable. An invasive procedure was performed. The leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.